Event description:
It was reported that the user¿s ilet reached low battery during a supply change, was placed on external power, and the caregiver sought confirmation that charging while the infusion set was attached was acceptable; guidance was provided to charge for at least 15 minutes and complete the supply change, and no device alarms were reported. Symptoms included hyperglycemia with a reported blood glucose of 220 mg/dl for about one hour, without ketone testing, medical intervention, or use of backup therapy. Outcomes included no need for assistance, no alerts for sustained hyperglycemia, and no immediate health effects. Investigation included troubleshooting and user education by support. Investigation of this case revealed no device malfunction reported and no alarms, with hyperglycemia of unclear cause during a supply change while charging. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.